Event description:
The patient was admitted to the hospital due to sensing issues. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.